Event description:
It was further reported that patient was stable following surgery.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: date of event is an unknown date in august 2021. B5 d10 h6: part: 04.503.701s lot: 7l14021 manufacturing site: selzach supplier: früh verpackungstechnik ag release to warehouse date: july 30, 2020 expiration date: july 01, 2030 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part: 04.503.701 lot: 48p1992 part manufacture date: march 30, 2020 manufacturing location: elmira part expiration date: n/a nonconformance noted: n/a a review of the device history record (DHR) revealed no complaint related anomalies. The device history record shows this lot of matrixmandible mini pl-tension band nrw/2x2h/malleable/1.0mm product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted this lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Investigation summary: the complaint device was not received for investigation. An investigation was performed based on the received images. The images were reviewed, and the complaint condition can be confirmed. The plate implanted in the patient is broken. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed during the investigation, no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent a procedure for right mandibular tumor resection and internal fixation surgery related to squamous cell carcinoma. The patient was implanted with matrixmandible plates. It was reported that the patient's plates were found to be broken on (B)(6) 2021. The patient underwent revision surgery on (B)(6) 2021 to remove the broken plate and implant a new plate of the same type. The patient and procedure outcome are unknown. There is no further information available. This report is for one (1) matrixmandible mini pl-tension band nrw/2x2h/malleable/1.0mm. This is report 1 of 2 for (B)(4).